Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the trigger locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run, the housing was cracked/damaged, and there was component damage. It was further determined that the device failed pretest for general condition, check function of the device, and check power wit power test bench. Therefore, the reported condition of the motor locked was confirmed. The assignable root cause was determined to be traced to the user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during testing it was observed that the engine of the compact air drive device became stuck/locked, and the trigger of the device locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.